Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to customer's blood glucose. No additional patient or event information was available

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.